Event description:
It was further reported that the fowler had sharp edges where the bushing and ball screw go through the weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted to correct the executive summary noting it was the litter that had the broken weld and not the fowler and to submit evaluation results. Bd could not be repaired or replaced as it is no longer being manufactured.

Event description:
It was further reported that the litter had sharp edges where the bushing and ball screw go through the weldment. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.